Event description:
It has been reported to philips that the system froze and was stuck in a startup loop. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system froze and was stuck in a startup loop. The fse booted up the system but the issue persisted and the system kept rebooting itself. The fse reinstalled the suite pc software, restored from backup, uploaded license, performed batch verification, checked for any errors and checked the network. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.